Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four (4) events were reported for this quarter. Four devices were received for evaluation. Four events were duplicated during testing. Four devices were found to be affected by internal corrosion. One device was found to be affected by a fractured component. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes four malfunction events in which the device reportedly overheated. There was no patient involvement; no patient impact.